Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and replaced the power supply unit which corrected the issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during the daily checks by the customer it was observed that the cs100 intra-aortic balloon pump (iabp) battery indicator displayed as empty while running on the back up battery. There was no patient involvement, and no adverse event reported.